Manufacturer narrative:
Unit received with blank display due to severe corrosion on all electronic assemblies. Unable to verify low battery alerts, failed batt test alarms, battery failure messages, battery end messages or change battery messages due to blank display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay. Damaged keypad overlay texture, stained keypad overlay buttons, cracked case on battery tube area, faded serial number label, stained serial number label, severely faded end cap address label, peeling end cap address label, corrosion in force sensor assembly, moisture damaged on motor assembly and severe corrosion in battery tube.

Event description:
It was reported that the insulin pump had battery failure alarm. Blood glucose level was 10.1 mmol/l. No further details were provided. The insulin pump will be returned for analysis.